Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that while impacting the poly in the first attempt it would not fully engage or lock down. They opened the second implant and it locked down.

Manufacturer narrative:
(B)(4). Investigation summary ==> the DHR analysis of the batch provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. The product was checked dimensionally and functionally, the product is damaged but is still functional. The root cause of the issue could not be determined with certainty. The product was probably damaged during use. Device history lot ==> the DHR analysis of the batch provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. This batch was manufactured in september 2016. 50 parts were manufactured per specification. Device history batch ==> n/a. Device history review ==> n/a. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that while impacting the poly in the first attempt it would not fully engage or lock down. They opened the second implant and it locked down. / / investigation method: device history record review comact (B)(4) - the DHR analysis of the batch provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. This batch was manufactured in september 2016. (B)(4) parts were manufactured per specification. Update (B)(6) 2017: complaint sample device will be shipped by (B)(6) to (B)(6) on (B)(6). (B)(6) tracker # to be determined. (B)(6) / / investigation summary: der states that while impacting the poly in the first attempt it would not fully engage or lock down. They opened the second implant and it locked down. Doe: (B)(6) 2017; right shoulder.